Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: " sheath broke off handle". Post insertion of a jacc through the sheath, when beginning to tear away the sheath, the white "handle" or tab tore away from the rest of the sheath leaving only the other tab and the sheath intact. To remove the sheath, I manually pushed the catheter along the line of the sheath where it is intended to tear away, opening only one side of the sheath. The sheath was removed completely and the procedure was completed. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: " sheath broke off handle". Post insertion of a jacc through the sheath, when beginning to tear away the sheath, the white "handle" or tab tore away from the rest of the sheath leaving only the other tab and the sheath intact. To remove the sheath, I manually pushed the catheter along the line of the sheath where it is intended to tear away, opening only one side of the sheath. The sheath was removed completely and the procedure was completed. There was no reported patient harm or consequence."